Event description:
Meter was not displaying all of the numbers. A review of the system was performed over the phone. This review indicated that segments were missing from the display. The custoner was asked to return the meter for further evaluation and a replacement was provided.